Event description:
It was reported by customer that there was a pcu error code 800.8000 during infusion. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that there was a pcu error code 800.8000 during infusion. There was patient involvement but no harm.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event that the device displayed error code 800.8000 was confirmed based on the review of the pcu error logs; however, the error could not be replicated during the laboratory testing. The external and internal inspections were performed on the suspect device and no obvious anomalies with electrical or mechanical components were found. The inside of the device was free of fluid ingress and corrosion. A review of the received pcu error logs showed an error code (800.8000 ¿ general os failure) occurred several times on (B)(6) 2024; at 5:36 am, on the suspect pcu (s/n (B)(6)). A review of the pcu event log, focused on the time of the identified error, revealed an infusion programming recorded on (B)(6) 2025. At 5:36 am the key unit pca (channel c ¿ s/n: (B)(6)) was selected, and the user entered the authorization code: 8606 to program. The max limit was updated to 4.5 mg/ 1 h. Infusion started with a volume to be infused (vtbi) of 14.2999 ml. The previous infusion has the following parameters: drug ID: (B)(4), program type: pca + continuous dose, syringe type: bd 50 ml, volume: 47.2267 ml (on (B)(6) at 10:58 am), and a rate of 1.6 ml/hr. At 5:36 am pcu alarmed error code 800.8000 (pcu15_general_os_failure), infusion was stopped. A functional test was performed on the suspect pcu. The suspect device was powered on. During the boot sequence, there were no irregularities observed. And no errors were displayed. A test infusion was performed for 12 hours. The infusion completed successfully with no errors or malfunctions. The bd alaris technical service manual for pump module states in troubleshooting table error codes section the error code 800.8000 occurred because of the software has a fault, customer should contact bd technical support. The system was being used for treatment purposes as intended per 21 cfr 820.198(d)(2). There was patient involvement but no harm. Root cause: the root cause of the reported event where the device displayed error code 800.8000 could not be determined based solely on the review of the logs. The error could not be replicated during the laboratory testing. Note that this report lists imdrf annex a0721, g02005, c02, d02 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.